Event description:
A customer reported the vitrectomy would cut but the aspiration would not work properly and the irrigation would stop continuously. This event was noted when the vitrectomy was being attached by following the on screen instructions. It was also reported that the blue aspiration tubing was difficult to remove from the vitrectomy after use. Additional information was received from a company sales representative indicating the surgery was completed using a new vitrectomy. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).